Event description:
It was reported that a malfunction code identified as malf 12 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur following the reset. The customer was advised to continue using the pump and to contact support if any malfunction codes reappear, which the customer understood.